Manufacturer narrative:
Upon further review, the customer's issue is not associated with remedial action (3005094123-10/22/18-001-c ) and is unassigned from the field action. Ticket searches determined that there is no unusual activity for lot 90326ui00 and the complaint trending report review determined that complaint activity was normal for the issue under review. Through the review of this complaint, it was identified that the issue is not related to fa12oct2018a, therefore, this complaint is no longer a reportable event.

Manufacturer narrative:
Product correction letters were issued on 12oct2018 to all architect total t3 (tt3) and free t3 (ft3) customers, using the i1000sr, i2000, or i2000sr instruments and who received one of the impacted lots. The letter instructed the customers to prevent this interaction by either separating the architect ft3 and/or architect tt3 assays by running these tests on different instruments from the following assays [architect tsh, architect t-uptake, architect hiv ag/ab combo, architect cortisol, architect lh, architect progrp, architect rhtlv-I/ii, architect total psa, architect afp, and architect free psa, architect 25-oh vitamin d], or by performing daily maintenance on the instrument prior to performing batch testing for all ft3 and/or tt3 samples. The mechanism of carryover involves carryover of poly-l-lysine (pll) from other assays into the conjugate dispense step in the ft3 and tt3 assays through adherence of the pipetting probe. Complete information = 3005094123-10/22/18-001-c.

Event description:
The customer observed falsely depressed architect total t3 patient results. There were no patient results provided. There has been no adverse impact to patient management reported.